Event description:
A (B)(6) old female pt contacted zoll lifecor customer support service to report that her monitor had displayed a service code. The pt also reported that her monitor was messaging to "add gel." The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon inspection, the electrode belt was found to have a damaged cable. The rear therapy electrode pad was pulled from the distribution node, separating the cable from its strain relief. This caused the monitor to read the open connection in the gel fire circuit as deployed gel and thus generate the subsequent "add gel" messages. The root cause of the separated cable cannot be positively identified but likely resulted from the application of excessive force to that section of cable. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.